Event description:
It was reported that the customer was in a vehicular accident while wearing the insulin pump. It was reported that the insulin pump was damaged in the accident. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.